Event description:
The device was implanted on 6/24/96, for infusion of fudr through the hepatic artery for treatment of cancer. On 8/12/96, a facility nurse contacted the MFR's clinical representative. The facility nurse stated on 8/5/96, day eight (8) of the pt's second chemo cycle, the device was refilled with fudr/heparin without any problems. The facility nurse stated that the MFR's refill kit was used; however, she did not do the recommended 5cc needle placement check during injection. Today (8/12/96), there is presence of swelling over the device area. The area is not red but is warm to the touch. The facility nurse thinks the amount of swelling may make accessing the device diffult. The facility nurse stated that the pt was playing golf during the past week. The facility nurse requested recommendations. The MFR's clinical representative advised the facility to aspirate the subcutaneous fluid using a needle/syringe directly over the surface of the device to avoid accidental trauma to the device catheter. Additionally, the MFR's clinical representative advised the facility nurse to consider a culture of the fluid with the physician. Also, assess the device sideport position to determine if device rotation had occurred. If the facility nurse is able to access the device center septum, refill the device center septum with heparin/normal saline as usual and check the device flow rate(r). The MFR's clinical representative requested the facility nurse contact her if she had any questions and asap with follow-up info. Later that day (8/12/96), the facility nurse contacted the MFR's clinical representative with a follow-up. The facility nurse stated she was only able to aspirate 2-3cc of subcutaneous bloody fluid. Additionally, she informed the MFR's clinical representative that the device sideport is at 12:00 o'clock position; however, she was able to move the device along the cephalad toward the caudal axis, but the device does not rotate easily (the device sideport is documented at 14:00 o'clock on the implant record). The pt stated that he finished golf at 1600 hrs on 8/9/96, and began experiencing discomfort around the device area at 1800 hrs. The rv = 19.5 days and the fr = 4.31 ml/day. The previous fr's of the device were as follows: 7/8/96 = 2.43ml/day; 7/15/96 = 2.29ml/day and on 8/5/96 = 4.31 ml/day. The MFR's clinical representative recommended a haps study be performed to verify the device catheter position. Also, the device sideport cautions were discussed for nuclear medicine. The MFR's clinical representative faxed page 26 from the device clinician's manual and an article on perfusion scintigraphy.

Manufacturer narrative:
On 11/11/96, a facility nurse informed the MFR's rep that on 11/4/96, a scab which formed over the device site came off and opened a 3-4cm hole from which old blood and fluid oozed out. This area was cleaned up by a facility nurse. No infection was noted; however, the nurse did note that there was necrotic tissue present. The patient was then sent to the implanting physician, who drained the remainder of old blood, cut out the necrotic tissue from the site, inserted a penrose drain and the area was cleaned out. The patient returned to the facility on 11/11/96 for a device refill. No problems were encountered accessing the device. The penrose drain remained in place. The patient was due to return to the facility on 11/18/96. The facility nurse stated he would note to the file requesting that the MFR be contacted with an update on patient/device status at that time. Due to the insertion of the penrose drain, the customer requested that this file remain open for one or two more device refills. On 11/20/96, the MFR was informed by a facility nurse that the patient was in the facility on 11/18/96. The penrose drain remained in the patient and will do so for a while longer. The device was functioning as intended and everything appeared to look good. The patient's abdomen looks better (not quite so puffy) and everything appears to be going well at this time. On 12/3/96, the facility nurse contacted the MFR rep and informed her that the patient and device are doing wonderful. The patient was seen on 12/2/96, the abdomen is healing and has gone down considerably. She stated that she thinks the patient has slowed his golf swing down a bit. There is a considerably smaller amount of puffiness over the pump area; however, she had a problem accessing the device. The device sideport has been stable in the 1:00 o'clock position and the device is functioning as intended. The penrose drain has been removed; however, there is still a small amount of sanguinolent fluid at the site where the penrose drain was placed. The device is functioning as intended, the patient is doing well and teh device will remain implanted for continued use in the patient's therapy regimen. Due to the device remaining implanted, the MFR's investigation of this incident was limited to a trend analysis and review of the device history record did not reveal any mfg variances related to this event. Based on the information available, the problem appears to have been resolved. The MFR's investigation as to the cause of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.